Event description:
The customer described that on two occassions, the generator bipolar cord was plugged into the monopolar jacks and the forceps was immediately active. This occurred during a laparoscopic procedure & although there were no injuries the outcome could be "bad".